Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 7 482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 3387s-40, lot# v265356, implanted: (B)(6) 2009, product type: lead; product ID 3387s-40, lot# v230077, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was reported that there was a problem with the patient programmer and the patient was not able to make adjustments with or without the antenna attached. The healthcare professional stated the patient¿s ¿system was not working¿ and when they tried to use the patient programmer they got a poor communication screen. A day prior to this report the patient was able to sync normally. The morning of this report the patient¿s stimulation was not on and the hcp was trying to turn it on, but it would not communicate. No error codes were seen and the patient programmer batteries were changed the day prior to this report. The patient was having more trouble ambulating the day of this report and there was more stumbling noted. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.